Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted into the hospital on (B)(6) 2014 for elevated lactate dehydrogenase levels and hemolysis. The patient was on 325 mg of aspirin and dipyridamole 75 three times a day. His inr goal was increased to 2.5-3.5. His anticoagulation was initially intensified by adding IV heparin. The patient was listed as 1a status on the transplant list due to the hemolysis. While the patient was waiting for a heart transplant, he suffered a transient ischemic attack (tia) on (B)(6) 2015; the residual effects were minimal. A decision was made to move the patient to status 7 on the transplant list due to the tia, and exchange his pump instead. The patient¿s pump was exchanged on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device ¿ 5 months. The pump was returned to the manufacturer for evaluation but the evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(4). The patient had previous admissions for elevated ldh (reference MFR. Report #¿s 2916596-2014-02156 and 2916596-2015-00017). The pump was returned for evaluation with the percutaneous lead cut approximately 10" from the pump end bend relief and the severed portion was not returned. The inflow conduit and outflow graft were not returned. Examination of the pump blood-contacting surfaces found a red, denatured, tissue-like thrombus in the outlet stator. The tissue did not show laminated layering, indicating that the thrombus did not form in the outlet stator. The distal end of the rotor and outlet bearing cup showed contact marks from rubbing against the thrombus during support; however, the duration the thrombus had been present could not be determined. Although thrombus was confirmed during the evaluation of the pump, a correlation to the reported event could not be determined. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop, and functioned as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received from the intermacs registry stating: patient with elevated ldh level from outpatient lab work (636). Patient with two previous admission for hemolysis prior to this and already on asa 325, dipyridamole, and inr goal of 2.5-3.0. Patient admitted, made status 1a. During admission, patient experienced a stroke, which change the plan of care and the patient underwent a pump exchange on (B)(6) 2015. Additional information also included indicated the following: thrombus event signs or symptoms: heart failure and stroke device malfunction causative factor: sub therapeutic anticoagulation.